Manufacturer narrative:
(B)(4). This complaint for a damaged was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The patient reported they found the cassette to be bad, then closed the clamps to disconnect from the homechoice cycler. The patient then cycled power again on the homechoice to remove the cassette and start over with a new setup. The patient then bypassed the initial drain to fill cycle 1 and resumed therapy. Baxter product surveillance contacted the patient on (B)(4) 2010 for clarification on the reported problem with the cassette, and the patient explained there was a hole in the cassette. The patient stated the sample was discarded and the lot information was not known. The patient was able to resume therapy with the new setup. No injury or medical intervention was reported.